Event description:
Patient's blood glucose (bg) read 148 mg/dl on the asure blood glucose meter (bgm). Patient was not feeling well prior to the bg reading. Patient was taken to the hospital because the patient's symptoms did not match reading. The patient's bg was 20 mg/dl at the hospital. Level-2 control solution read out of range.